Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the final investigation. Updated fields: h7 and h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had the image turned completely pink. The event occurred during an unspecified procedure there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d8, h2, h3, h4, h6, h11. In addition, the following reportable malfunction was found during the device evaluation: the charged coupled device (r-unit) is broken and therefore the image was green. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit was broken, cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.